Event description:
During a procedure to sample mediastinal lymph nodes, a respiratory therapist noticed about 1cm of the tip was missing. She informed the attending physician, and the second year fellow, of the missing needle tip. The physician immediately stopped the procedure and initiated a search for the needle tip in the patient airway, endotracheal tube, and the external area around the patient, but could not find it. He then instructed the room staff to move the patient to a fluoroscopy bed and searched the patient's lungs radiologically using fluoroscopy and 3d fluoroscopy but could not locate the missing needle tip. During manual (brush) cleaning of the bronchoscope used for the procedure, the cleaning tech brushed the missing needle tip out of the proximal end of the scope. I believe the needle fractured due to metal fatigue caused by attempting to pass the needle through a difficult location in the trachea, encountering cartilaginous tracheal rings.